Manufacturer narrative:
Insulin pump received with broken battery tube thread, broken reservoir tube lip and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.